Manufacturer narrative:
Additional information: h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the handle was noted to be in the neutral position and no damage or abnormalities were observed in the image. The jaws of an clip applier was noted in the image returned. The jaws were observed to be coplanar. Visual inspection of the image revealed that the jaws of the instrument had two fully formed clips caught between the jaws. One clip was observed malformed; shaped like a tear drop in the jaws of the instrument. It was reported that the clips not loading properly. The reported issue the device was not used as intended. The product analysis noted evidence that the device was not used as intended. Replication of the observed condition may occur if an attempt is made to apply a clip after it has been properly loaded in the jaws and forced back into the shaft as the jaws are closing causing a malformed clip. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: prior to placing a clip, confirm that the jaws are positioned free of other clips or obstructions. Placing the jaws or firing the instrument over another clip or other obstruction may result in bleeding and or lack of hemostasis and or damage to the instrument jaws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon was able to squeeze the handle, but the jaws did not close. The clips remained stuck in the jaws. The issue was resolved by providing another device at the moment to complete the case. No patient complications have been reported as a result of this event.